Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device could not be interrogated. After restarting the programmer, the device was still unable to be interrogated. The device was reprogrammed and a software upgrade was performed. The device was restored to normal function. The patient was stable with no adverse consequences.